Manufacturer narrative:
Removed false positive detection of afib/aflutter code per medical review.

Event description:
It was reported that pacemaker mediated tachycardia (pmt) episodes for this cardiac resynchronization therapy defibrillator (crt-d) were observed along with atrial tachy response (atr) events. Technical services (ts) reviewed noting the pmt events appear to be a falsely triggered due to tracking sinus tachycardia. The atr events showed right ventricular (rv) noise and oversensing. Ts noted it appeared to be cyclic looking and possibly myopotential in nature. The biventricular percentage has dropped since last january. Ts recommended checking intrinsic conduction. This patient is to be seen in clinic, per the health care professional (hcp). This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker mediated tachycardia (pmt) episodes for this cardiac resynchronization therapy defibrillator (crt-d) were observed along with atrial tachy response (atr) events. Technical services (ts) reviewed noting the pmt events appear to be a falsely triggered due to tracking sinus tachycardia. The atr events showed right ventricular (rv) noise and oversensing. Ts noted it appeared to be cyclic looking and possibly myopotential in nature. The biventricular percentage has dropped since last january. Ts recommended checking intrinsic conduction. This patient is to be seen in clinic, per the health care professional (hcp). This crt-d remains in service. No adverse patient effects were reported.